Manufacturer narrative:
The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. During the procedure, cylinder fluid loss was noted as the ipp was empty. There were no patient complications reported.